Event description:
Procedure type: lap sigmoid. According to the reporter: the instrument was difficult to fire, and was only possible with a lot of force. The firing handle did not completely close. No audible feedback was heard. The instrument was then opened without any problems. Edge of cut in the mylar-ring visible. The donuts were complete. However, during air leak test bubbles came out of the anastomosis. Staples were only half closed and not correct b shape. The procedure was converted to open.

Manufacturer narrative:
.